Event description:
A patient had a 2.5 mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent implanted on the day of the index procedure and it was reported that patient suffered an mi approximately 14 months from the date of the index procedure. No other clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (mi). (B)(4).